Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previously unreported history of gi bleeding events are reported under medwatch MFR report #2916596-2015-01799. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombosis of the pump and the outflow graft. It was reported that for the past several years the patient was unable to tolerate coumadin due to recurrent gastrointestinal bleeding events. The patient recently (date not specified) had a small bowel enteroscopy with treatment of arteriovenous malformations. The patient later had a recent tolerance of IV anticoagulant without gastrointestinal bleeding. Post pump exchange, it was reported that inflow bearing thrombosis was observed in the pump, as well as extrinsic compression of the pump's outflow graft with an extrinsic clot observed between the gore-tex and dacron. Additionally, the patient had moderate aortic insufficiency requiring intervention. No additional information was provided.